Event description:
Was shopping with required mask due to mandate and almost passed out at (B)(6). Needed to stop - wait almost an hour and continued forward. "?provided by retailer." FDA safety report ID# (B)(4).